Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited failure to capture. Health care physician also stated that the patient had a syncopal episode but confirmed to be not related to the device. This system remains in service and no adverse patient effects were reported.